Manufacturer narrative:
The product was returned and the failure mode was confirmed. The visual inspection of the device confirms insulation damage throughout the shaft and the device failed the insulation test. The probable root cause/s for the insulation damage could be improper sterilization methods and or normal wear and tear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.